Manufacturer narrative:
Although the exact date of the primary surgery is unk. The devices associated with this report were not returned. Review of the device history records for the known product/lot combination did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.